Event description:
At the beginning of first cryo ablation, cryo console indicated error message 500012 - obstructed refrigerant flow. We followed the instructions and troubleshooted by changing all umbilical cables. Error message continued, so new cryo balloon catheter opened. Same error message occurred, at this time we switched the whole cryo console and proceeded without any error messages. After completing the left pulmonary veins, we moved to the right inferior vein, we inflated and began freezing without optimal temperatures, after 90 seconds ablation stopped per md request. Md repositioned inflated balloon, started new freeze when an error message 50005 popped up stating-system has detected fluid in catheter, immediately followed by error message 50006- system has detected blood on the catheter handle. Cryo balloon removed from pt and inspected. Z- flex 270 sheath removed and inspected. Flex cath sheath inserted and new cryo balloon used and ablation procedure completed without further incident.